Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. Analysis confirmed this touch screen was not functioning appropriately. In addition, the display bezel, rear housing and the pluggable storage architecture (psa) plug were cracked. The copper foil was also checked. The touch screen as well as the display bezel, rear housing and psa plug were replaced. Analysis confirmed the reported clinical allegation.

Event description:
Boston scientific received information that the touch screen of this programmer was out of alignment. No adverse patient effects were reported. This programmer was returned for analysis.